Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "anxiety, depression, brain frog, fatigue, insomnia, hair loss, chronic inflammation of the face, swelling," "ruptured," "constant pain on that side that radiates down arm and neck and rib cage," "burning and tingling sensation that goes all the way down to finger tips," and suspicion of, "silicone running down arm as there's a hardness to that side in the under side of upper arm that is not present on the other side."

Event description:
Patient reported via regulatory agency, right-side, anxiety, depression, brain frog, fatigue, insomnia, hair loss, chronic inflammation of the face, swelling, "ruptured one significantly by just rolling over in bed last week, since then I have constant pain on that side that radiates down my arm and neck and rib cage," "burning and tingling sensation that goes all the way down to my finger tips on that side," and suspicion of, "silicone running down my arm as there's a hardness to that side in the under side of my upper arm that is not present on the other side." The device remains implanted.